Event description:
The device delivered inappropriate therapy as a result of noise on the high voltage lead. The noise is suggestive of a lead fracture and was reproduced during positional testing. As a result, the device was explanted and the lead was capped.